Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that the dental implant and full lower prosthesis placed in ada site 19 in the mouth failed after 7.5 months. Clinician reports patient's peri-implantitis,infection, pain, inflammation, swelling and hypersensitivity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reported that the dental implant and full lower prosthesis placed in ada site 19 in the mouth failed after 7.5 months. Clinician reports patient's peri-implantitis, infection, pain, inflammation, swelling and hypersensitivity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).